Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump beep anomaly and a no delivery alarm. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. No unexpected low reservoir or weak battery alarms were noted. The pump was monitored for several days and no audio/beep anomaly was noted. The pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen. No bolus delivery anomaly or bolus history anomaly was noted. All buttons functioned properly. No damage in the keypad assembly was noted. Inspected the lcd connector and no unlocked connector was noted. No moisture damage was found inside the pump. The pump had a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.